Event description:
Caller states customer likely administered a bolus dose of novolog based on result of 414 mg/dl obtained on the aviva system. Approximately 2 hours later the customer had a seizure with result of 35 mg/dl on the aviva system and the caller treated the customer with glucose tables; low blood glucose symptoms improved 15-20 minutes later. Paramedics arrived and customer tested 34 mg/dl on professional meter and was treated with an IV (contents unknown). Caller also states one week later customer obtained result of 146 mg/dl on the aviva system. Approximately 1.5 hours later customer had a seizure with result of 54 mg/dl on the aviva system. Caller treated her with an injection of glucagon and customer's low blood glucose symptoms improved within 10 minutes. Requested return of suspect device and replacement was sent.